Event description:
This case was reported by a consumer (wife) and described the occurrence of dizziness in a (B)(6) male pt who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started polyethylene oxide + sodium carboxymethylcellulose. At an unk time after starting polyethylene oxide + sodium carboxymethylcellulose, the pt experienced dizziness, balance difficulty, numbness of upper extremities, tingling of extremity, nerve damage and neuropathy. This case was assessed as medically serious by gsk. Treatment with polyethylene oxide + sodium carboxymethylcellulose was continued. At the time of reporting, the events were unresolved. Super poligrip comfort seal strips are mfg in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).